Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 15541857, UDI: (B)(4). Product family: scs-linear leads, brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 15541857, UDI: (B)(4). Product family: scs-linear leads, brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 15409335, UDI: (B)(4).

Event description:
It was reported by the patient that she believes the spinal cord stimulation (scs) hit a nerve and caused her to have convulsions and or seizures. Consequently, the patient permanently turned off the ipg in 2016. It is unknown if programming optimization was attempted. The devices remain implanted in the patient. No further information can be obtained despite good faith efforts.